Manufacturer narrative:
MFR's report date: 07/02/2014. (B)(4). The customer's complaint of a possible channel disconnect event could not be confirmed due to the product was not returned for failure investigation. Because the customer did not record the device serial number, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported the infusion pump "channels became disconnected and stopped functioning" on a critically ill post cardiac arrest pt on multiple vasoactive drips. The nurse states the machine was not bumped, moved, or manipulated in any way; and occurred without notice. She said she immediately had to get a new pump and restart all the drips. Although requested, no add'l info was provided.